Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in mz ec slm npvc was difficult to separate from the positive pressure connector during use after the infusion, and the damaged prn had to be replaced. The following information was provided by the initial reporter, translated from (B)(6) to english: "after intravenous infusion, it was difficult to separate the infusion set from the positive pressure connector. Finally, the new prn was replaced".

Event description:
It was reported that the intima-ii y 24gax0.75in mz ec slm npvc was difficult to separate from the positive pressure connector during use after the infusion, and the damaged prn had to be replaced. The following information was provided by the initial reporter, translated from chinese to english: "after intravenous infusion, it was difficult to separate the infusion set from the positive pressure connector. Finally, the new prn was replaced".

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8165489. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.